Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that two (2) patients underwent knee arthroplasty revisions to address stiffness and range of motion. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Madanipour, s., howard, l. C., masri, b. A., greidanus, n. V., garbuz, d. S., neufeld, m. E. (2024) outcomes of liner exchange versus component revision for the treatment of stiffness following primary total knee arthroplasty. The journal of arthroplasty 40(4)1014-1020 https://doi.org/10.1016/j.arth.2024.10.014. B3 - event date - date of publication. D10 - concomitant devices - unknown persona femoral component catalog #: ni, lot #: ni, unknown persona tibial component catalog #: ni, lot #: ni. E1 - contact - journal article correspondence author. G2 - report source - foreign - event occurred in canada. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.